Event description:
Disposable blood pressure cuffs have insufficient inflation and / or failure to inflate and provide readings beyond three inflations. This problem has been consistently occurring during procedures. Currently no adverse patient outcomes noted.